Event description:
It was reported that the patient received an inappropriate shock as a result of noise on the right ventricular lead. It was further reported that there was an increase in impedence and oversensing on the lead. An attempt was made to reposition the lead but the fixation helix became blocked and would not extend after it was retracted. The lead was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.